Manufacturer narrative:
Surgery to replace the magnet is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient is presenting with pain. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.